Manufacturer narrative:
The pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error on their insulin pump. The customer's blood glucose at the time was unknown. It was reported that the customer states that their up arrow key was unresponsive. Troubleshooting was reported to be conducted. The customer was advised to revert to back up plan, and that the device would have to be returned. The device is being returned for analysis and replaced.